Manufacturer narrative:
Approximately 15.5 cm of the catheter was returned. The returned catheter was patent. However, it did not meet the requirements for leak testing due to approximately 2 cm of the catheter being sheared off of the proximal end of the catheter. There was also a tear observed approximately 1 cm from the proximal end of the catheter that was returned. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. Updated patient/device information: revision surgery was conducted and the product was returned. The explant date has been updated. It was later reported the broken piece of lumbar catheter is remaining in the patient's body. (B)(4).

Event description:
It was reported to medtronic neurosurgery that after the lp shunt procedure, the lumbar catheter was found kinked. According to the report, the kink possibly occurred when the guidewire was removed. Reportedly, the patient's condition is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Approximately 15.5 cm of the catheter was returned. The returned catheter was patent. However it did not meet the requirements for leak testing due to a tear approximately 1 cm from the proximal end of the catheter. Approximately 2 cm of the catheter was sheared off of the approximately 15.5 cm that was returned. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. Updated patient/device information: revision surgery was conducted and the product was returned. (B)(4)

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).